Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis initial findings were confirmed. The reload was returned unfired and was fired successfully with the returned stapler. No damage to the reload was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 reload accessory was analyzed and the complaint was not confirmed by failure analysis. Loose staples were cleared from the jaw of the stapler. The stapler along with the reload were installed on an in-house system where it clamped, fired, and unclamped successfully. No product issue was identified. The curved-tip stapler 30 instrument was found to have staples lodged at the base of the channel. The lodged staple caused the leadscrew to not turn. This was an expected or random component failure without any design or manufacturing issue. The instrument is being forwarded to engineering for additional analysis. A review of the logs found reload recognition failures.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. A gray reload was involved in the event and a gray reload is used all the time due to the thickness of the tissue. The issue occurred when firing over a pulmonary artery vessel. The fire mode fired, however, no staples/blade were deployed. No holes/gaps, no missing staples or errors were observed. No buttress material was used. A new stapler instrument was used to resolve the issue. Additionally, the isi failure analysis engineer (fae) partially confirmed the initial findings. The instrument was transferred with staples still lodged in the crotch of the stapler jaws. Staples remaining in the jaws after a firing may cause shorting of the reload pins and can lead to reload detection issues. Review of the procedure logs show one instance where a valid reload was not detected in the field. This was resolved by manually selecting the reload color on the surgeon side console (ssc) touchpad. The staple was removed in-house, and a blue reload was installed into the stapler jaws. The instrument engaged and initialized. The instrument moved intuitively in all directions. Clamping, firing, and unclamping were all completed without error. The instrument was fully functional. Based on the failure analysis results of the reload return with this stapler, the reported event is likely the result of a lodged staple at the reload leadscrew. The lodged staple likely prevented the mating of the reload leadscrew and the leadscrew socket of the stapler. This caused the instrument socket to rotate, indicating to the system that the firing was being completed. The torque during the firing was just high enough for the system not to flag as an error, and so low the no partial fire was triggered. The reported event of the stapler appearing to complete a firing, without deploying the knife or staples from the reload was confirmed but was not replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the reload involved in the complaint for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler 30 instrument fired; however, no staples, or blade went across the tissue. The procedure was completed with no reported injury.